Event description:
Systematic metal poisoning, autoimmune disease, mental health issues, skin rashes, teeth and bone issues, brain fog, emotional imbalances, joint pain and aches. I was not given correct information on what the device was made of. I did not have a follow up to make sure the device was implanted correctly. I was not told any potential risks or side effects related to this device. Had I of known I would declined the suggestion of implantation.